Event description:
Home patient (hp) reports incomplete prime of pt line of homechoice set. Hp was unable to prime line after a reprime attempt and had to reset up with new supplies to complete treatment. No pt injury or medical intervention required per hp.